Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, a warning message was displayed upon interrogation on (B)(6) 2018, stating that a reset occurred in (B)(6) 2017. Preliminary analysis of provided programmer files confirmed that a reset occurred on (B)(6) 2017. This reset was triggered following the detection of data corruption. This corruption was most probably due to bad parameters programming during a follow-up which would have been performed on (B)(6) 2017, but this hypothesis cannot be confirmed based on available data.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, a warning message was displayed upon interrogation on (B)(6) 2018, stating that a reset occurred in (B)(6) 2017. Preliminary analysis of provided programmer files confirmed that a reset occurred on (B)(6) 2017. This reset was triggered following the detection of data corruption. This corruption was most probably due to bad parameters programming during a follow-up which would have been performed on (B)(6) 2017, but this hypothesis cannot be confirmed based on available data.